Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site complained that they saw smoke coming from the gantry. After inspection, it turned out to be plastic debris from a mirror and drape plastic sheet that was stuck inside of the gantry. The dual gantry fan was damaged. The pieces of plastic debris and mirror piece from the gantry were removed. No burn marks or other issues were found. The probable cause of the reported issue was that plastic got caught in the fan and caused it to heat up. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000531, h3: a medtronic representative went to the site to test the equipment. Testing revealed that the broken dual gantry fans were replaced. The imaging system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c07, fdc d02 are applicable to the system checkout. Multiple fdd/annex a codes were reported. A05 was coded for the broken dual gantry fans. A1109 was coded for the smoke coming from the gantry. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.